Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was noted to have bradycardia and heart block right after their implantable pulse generator (ipg) implant procedure. An interrogation was done and the right ventricular (rv) lead exhibited high thresholds. A chest x-ray was done and it was noted their rv lead had dislodged. The lead was repositioned back in place without any complications. The lead remains in use. No further patient complications have been reported as a result of this event.